Event description:
It was reported that during the third or fourth pullback in the pt, the telescope shaft was separated. No additional intervention was required to retrieve the device. There was no report of pt injury or adverse event.

Manufacturer narrative:
(B)(4). The device was returned and investigated in accordance with volcano policy. The device was received in two pieces with a shaft separation about 1.5cm proximal to the proximal shaft-distal shaft bond. The proximal break had an asymmetric profile and whitening of the material. Minor compression was visible on the drive cable at the break. Based on the break profile and the condition of the drive cable at the break point, it appears that the shaft was initially kinked and separated with further manipulation during the procedure. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.